Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was received and the reported lot number was not confirmed as the packaging was not returned with the device. The coil delivery wire was noted to be kinked, bent and broken, fractured. The main coil was noted to be kinked and stretched. Functional testing was not completed due to device condition. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition during preparation, prior to use on the patient. The continuous flush was set up and maintained throughout the clinical procedure. On visual inspection the distal part of the coil delivery wire was found to be kinked and broken, fractured. The main coil was seen to be kinked and stretched. Based on a review of the available information and analysis of the returned device, it is probable that there may have been procedural, anatomical factors present, causing the reported friction during advancement of the device which led to the subsequent device damage. An assignable cause of procedural factors will be assigned to the as reported events of coil in catheter friction and main coil stretched and as analyzed events of main coil stretched, main coil kinked, bent and coil delivery wire broken, fracture during use as these defects appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. An assignable cause of handling damage will be assigned to the as analyzed event of coil delivery wire kinked, bent since it is most likely that this damage occurred due to handling of delivery wire during the clinical procedure.

Event description:
The coil (subject device) was returned for analysis and the device investigation revealed that the delivery wire of the coil (subject device) was fractured during use. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.